Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16: upn: m365sc2316700; model: sc-2316-70; serial: (B)(6); batch: 5084593. Brand name: infinion 16: upn: m365sc2316700; model: sc-2316-70; serial: (B)(6); batch: 19518089. Brand name: infinion 16: upn: m365sc2316700; model: sc-2316-70; serial: (B)(6); batch: 20248261. Brand name: n/a - scs-splitters: upn: m365sc3400300; model: sc-3400-30; serial: (B)(6); batch: 716021. Brand name: n/a - scs-splitters: upn: m365sc3400300; model: sc-3400-30; serial: (B)(6); batch: 19376328. Brand name: n/a - scs-splitters: upn: m365sc3400300; model: sc-3400-30; serial: (B)(6); batch: 19376327. Brand name: clik x: upn: m365sc43180; model: sc-4318; serial: n/a; batch: 21558653. Brand name: clik x: upn: m365sc43180; model: sc-4318; serial: n/a; batch: 21558653.

Event description:
It was reported that following an implant procedure, the patient never felt stimulation on the correct side. Reprogramming was attempted on the midline placed lead, however, the stimulation could not be altered, therefore, the patient turned the system off. The patient then underwent an explant procedure and was expected to recover. The devices will not be returned as they were discarded by the medical facility.